Event description:
It was reported that insyte autoguard winged pnk 20ga x 1.0in had a connectivity issue. The following information was provided by the initial reporter: material no: 381533 batch no: 0230741 (x2). It was reported defective IV catheters. Verbatim: issue # 1. Date: (B)(6) 2021. Report: defective IV cannula. Bleb on cannula end and injection cap would not screw on the end of the cannula. Require new IV to be placed. Patient harm: patient had to be stuck an additional time. Product: bd insyte autoguard winged 20ga x1.00 in. Issue # 2: date: (B)(6) 2021. Report: IV catheter came out of package poking through the plastic catheter. Patient harm: no patient harm reported. Product: bd insyte autoguard winged 20ga x1.00 in. Issue # 3: date: (B)(6) 2021. Report: defective IV cannula. Rn was putting in an IV and when pulling back the catheter the catheter portion is missing. Patient harm: patient harm being evaluated. Further treatment may be necessary. Product: bd insyte autoguard winged 22ga x1.00 in.

Manufacturer narrative:
Correction: this record is being cancelled as a duplicate of MFR report # 1710034-2021-00094 that has already been reported for malfunction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard winged pnk 20ga x 1.0in had a connectivity issue. The following information was provided by the initial reporter: material no: 381533 batch no: 0230741 (x2), it was reported defective IV catheters. Verbatim: issue # 1 date: (B)(6) 2021. Report: defective IV cannula. Bleb on cannula end and injection cap would not screw on the end of the cannula. Require new IV to be placed. Patient harm: patient had to be stuck an additional time. Product: bd insyte autoguard winged 20ga x1.00 in. Issue # 2 date: (B)(6) 2021. Report: IV catheter came out of package poking through the plastic catheter. Patient harm: no patient harm reported. Product: bd insyte autoguard winged 20ga x1.00 in. Issue # 3 date: (B)(6) 2021. Report: defective IV cannula. Rn was putting in an IV and when pulling back the catheter the catheter portion is missing. Patient harm: patient harm being evaluated. Further treatment may be necessary. Product: bd insyte autoguard winged 22ga x1.00 in.